Event description:
It was reported that 2 days after a coronary drug eluting stenting procedure, a stent thrombosis occurred. The lesion being treated was a moderately tortuous, calcified, 90% stenotic lesion located in the right coronary artery (rca). The vessel diameter was reported to be 3 mm. The pt was started on plavix and IV heparin. The lesion was predilated. The physician then deployed a taxus express2 8.8% 3 mm x 20 mm drug eluting stent successfully in the rca. He then deployed an express 2.75 mm x 16 mm stent in the ramus. The physician did encounter resistance during the procedure. The stents were well positioned and well apposed. There were no procedural complications. Plavix was administered for follow up. The pt returned 2 days later with chest pain. Repeat angiography revealed a stent thrombosis in the rca taxus stent. Treatment was a ptca 2 hours after the onset of symptoms. The pt's condition was reported as stable.